Event description:
It was reported that an infection had developed in the suture line (unspecified symptoms were reported at the lead location), following device implant and the pt was treated with antibiotics via pic-line. The pt had subsequently developed a burning sensation that was detected when she pressed on the pulse generator, which caused her to "double over in pain." The bottom half of the pulse generator "was sticking out more than the top portion." There were no problems noted during recharging; the pulse generator had required only one re-charge session after placement and had charge normally. The pt reported ambulation difficulties; she had used a scooter rather than walk for transportation to work. The pt status was deemed fair at the time of the report. The field staff anticipated follow-up at the clinic for eval with respect to reprogramming. Add'l info has been requested from the hcp, but was not available as of the date of this report.